Manufacturer narrative:
This report is submitted on 19 february 2020.

Event description:
Per the clinic, the patient experienced pain and swelling at implant site; subsequently the internal magnet was explanted and the patient was treated with antibiotics.